Event description:
A consumer reported that a patient experienced hyperglycemia and subsequent stroke while using a one touch meter. Pt has been using ot meter since 1994. At 06:30pm, on 9/2001, patient's blood glucose was 136ml/dl on ot meter. Immediately later, patient became incoherent and could not speak. Pt was taken to e.r. Where they had blood glucose of 311mg/dl on hospital meter at 07:15pm. Patient was admitted to hospital with a right-sided stroke. No further information has been reported.